Event description:
The customer reported the au5800 analyzer generated intermittent erroneous low ion selective electrolyte (ise) results on cell2 of the analyzer. The customer provided examples of low sodium (na) and chloride (cl) patient results and quality control (qc) out of range on cell 2. There was no report of injury and or change to patient treatment. The customer provided data for 7 patient samples. The customer did not provide patient demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure was caused by malfunctioning of buffer valves and buffer syringe tubing in cell2 of ise. The fse replaced the buffer syringe tubing, and the ise buffer valves to resolve the issue. All verification checks were within specification and system was released for use to the customer. Information not provided by the customer. The beckman coulter internal identifier is (B)(4).